Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold for mh 5.27it was reported that the customer received a continuous glucose monitor error 42 and that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The pump was reset, a new cartridge was loaded, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.